Event description:
It was reported that the customer received no delivery alarms on the insulin pump and his blood glucose was 499 mg/dl. Customer treated with a manual injection. Troubleshooting was performed. After the customer was advised to disconnect and reconnect the infusion set and reservoir, he was able to successfully push insulin through the tubing. Insulin then exited during a manual prime. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is 1 of 2 medwatch reports regarding this event. Please see medwatch 3004209178-2015-82715.